Event description:
The pt does not respond to auditory stimulation. Nwe programming was carried out in an attempt to raise pulse durations to se if thre was any response. However, there was no response and re-implantation is now under discussion.